Event description:
Pseudosepsis [arthritis]. Blood pressure dropped/could not be controlled [blood pressure decreased]. Oxygen saturation dropped/could not be controlled [oxygen saturation decreased]. Left knee effusion [joint effusion]. Could not put weight on left knee to stand up [mobility decreased]. Felt feverish/temp increased [body temp increased]. Headache [headache]. Left knee joint was swollen [joint swelling]. Left knee was tender [arthralgia]. Case description: spontaneous report rec'd on 03-sep-08 from a female pt who had a relevant medical history of osteoarthritis and 2 previous series of synvisc therapy (sometime in 2007 and 2008). The pt rec'd her first synvisc injection in both knees on approx six months later. She rec'd her second synvisc injection in both knees on a week later. Starting on the next day, she experienced a swollen and tender left knee, although her right knee was fine. She also felt feverish with a headache. She packed her left knee in ice and rested it and took aspirin for feeling feverish. On the following day, her left knee symptoms worsened to the point that she could not put weight on her left knee to stand up and her temp had increased to 101.5 degrees. She called her dr and he told her to go to the ER. She went to the ER, where her left knee was aspirated of 65 ml of fluid was removed and tested. After the aspiration, but while still in the ER, her blood pressure and oxygen saturation dropped and could not be controlled, so she was admitted to the hosp. The treating physician at the hosp told her that the diagnosis for her left knee was "pseudosepsis". The pt stayed in the hospital for three days from that day, and rec'd IV fluids and "rochephen IV" for the 3 days. On the afternoon of third day, she was discharged and went home. On the following day, she was notified that the aspirated fluid cultures tested negative. The pt planned to speak with her physician before receiving any more synvisc injections. As of the date of receipt of this report, the pt outcome was unk.

Manufacturer narrative:
Eval summary: the prod lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring prod quality. This review has not indicated trends that could be associated with any prod complaint. Genzyme will continue to monitor complaints.